Event description:
Pt implanted 3/31/98 in the nasolabial folds. Onset of swelling, pain, implant extrusion 3/31/998. Cool compresses prescribed 4/7/98. Implant explanted 4/23/98 and cool and warm compresses, keflex and valtrex prescribed.